Event description:
Journal article received: radiographic and functional results of osteosynthesis using the proximal femoral nail antirotation (pfna) in the treatment of unstable intertrochanteric femoral fractures; sahin s., erturer e., ozturk I., toker s., seckin f., akman s.; acta orthopaedica et traumatologica turcica. (2010); 44 (2):127-134 reported: early postoperative complication of superficial wound with serous discharge that healed on the fourth day in one patient. Device was reported as synthes product. The study included 45 patients (25 women, 20 men; mean age 72 years; range 27 to 97 years). This is report 3 of 4 for complaint (B)(4). This report is for the unknown distal screw.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed. Device was used for treatment, not diagnosis.